Manufacturer narrative:
An event of tachycardia, asystole, dyspnea and patient death was reported. The physician believed that pulmonary embolism was the cause of death. Abbott requested additional information patient's comorbidities and pre-existing medical conditions but this was not provided by the field. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet occluder was successfully implanted in a patient. The occluder was sized via transesophageal echocardiography and angiography. There were no implant complications reported and the patient remained hemodynamically stable throughout the procedure. Prior to the implant procedure, the patient was in stable condition. It was noted that at an unknown point after implant, that the patient was found unresponsive with difficulty breathing. The patient was rushed to the emergency department (ed) and found awake, but presented with tachycardia and cyanosis. There was no pericardial effusion or cardiac tamponade noted. A chest x-ray was performed and determined that there was no change in the implant occluder. The patient went into asystole and was unable to be revived. The patient was pronounced deceased 14 hours after implant on (B)(6) 2023. The physician alleged that pulmonary embolism was the cause of death. No additional information was provided.